Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sore site and bleeding from the sensor. Customer's blood glucose was 7.5 mmol/l. Customer had a sensor glucose value not available alert. Customer performed the watertight test and the transmitter passed. Customer was advised to continue sensing and to call back if the issues persist.